Event description:
A filter did not fully open after deployment. A catheter was used to manipulate the filter open. Filter placement was successful with no pt complications. This product remains implanted. Therefore, no engineering evaluation will be available. Co.'s follow up revealed that continual flushing of the carrier system during the implant procedure was not performed. Co. Believes this may have contributed to the event and do not attribute it to the device. Co.'s directions for use state: "the introducer catheter must be flushed through the opened port by frequent injection or continuous infusion of sterile heparonized saline during the implant procedure... Insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release... Do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."